Event description:
The pt collapsed on the street and became unconscious. An ambulance reached the scene shortly after and recovered the pt's heartbeat by heart massage. The pt then went into ventricular fibrillation and was externally defibrillated. St. Jude medical learned of the event the following day when the physician called and asked for assistance in interrogating the device. Interrogation attempts were unsuccessful. The pt remained unconscious for one week, was stabilized and admitted to the hosp for a device change. A new device was implanted without difficulty.